Manufacturer narrative:
(B)(4). Batch # t5ce1t. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5ce1t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information and the device: can you please provide more event details? Do you know if the piece of plastic under the stapler came from the stapler or the reload? Do you know what color reload was used with the stapler? Will the reload be returned with the stapler? Was the piece ever recovered and identified? Do you know what color the piece was? If the piece was recovered will it be included with the stapler when returned for analysis? To date, no response has been provided and no device has been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure a piece of plastic was noted under the stapler. It is unknown how the case was completed. No patient consequences were reported.